Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye which noted broken occluder feet. Functional testing including leak testing, clear passage testing, and clamp function testing were performed. Leak testing and clamp function testing failed due to the broken occluder feet. The reported problem was verified. The cause of the leak was the broken occluder feet; the cause of the broken occluder feet was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date was sometime in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the minicap transfer set was found leaking. The transfer set had been in use for about one month at the time of the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.